Event description:
It was reported that the ilet screen cracked after the patient fell while playing, rendering the screen nonfunctional; the patient immediately transitioned to multiple daily injections and blood glucose was not affected. Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse physiological effects. Outcomes included no emergency treatment, no hospitalization, and no clinical intervention beyond switching to mdi. Investigation included remote assessment, replacement of the ilet, instructions to shut down the device to avoid alerts, guidance to sync data to the mobile app prior to return, and provision of a shipping label for device return. Investigation of this case revealed physical damage to the display component consistent with external impact, with no evidence of device malfunction prior to the event. It was concluded, based on previously established findings for similar reports, that the cause was user-related accidental damage.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.